Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had occlusion alarm and the blockage is at site on (B)(6) 2024. The blood glucose level was 188 mg/dl at the time of event and was managed by bolus via pump. No further information available.